Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized and later discharged for the peritonitis event. Treatment for the event was not reported. At the time of this report the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2015, the patient experienced peritonitis and was hospitalized for the event from (B)(6) 2015 to (B)(6) 2015. However, the discrepancy was unable to be clarified through due diligence. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.